Event description:
During follow-up post-implant, it was noted that the right ventricular (rv) lead had become dislodged in the atrium. During the lead revision procedure, the helix was unscrewed but did not extend. The external layer of the lead became detached from the inner portion of the lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was received for investigation. The helix was retracted and clogged with blood and tissue. The connector pin and connector cap were found pulled out of the connector assembly, consistent with excessive forces during the repositioning of the lead. The lead was cleaned and direct torque was applied. The helix was able to extend and retract. Electrical testing was performed and there was no indication of conductor fractures or internal shorts.